Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) was diagnosed with peritonitis. Per the pd nurse, on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained (the same day) which was positive for growth of the bacteria klebsiella (species not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing cefepime (dose not provided). The patient continued pd with the same cycler, per nurse. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.